Event description:
Caller states during a correlation study, the following coaguchek xs /laboratory results were obtained: 2.3 inr/3.5 inr. 1.9 inr/1.04 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No info provided for pt 2.